Event description:
Boston scientific received information that during a follow up visit, this system displayed high out of range shock impedance measurements. All possible shock vector configurations were tested; however, the impedance measurements remained high. Two episodes of ventricular fibrillation treated with shock therapy were reviewed noting the shock impedance measurements were within range. This patient was not pacemaker dependent. A save to disk to be sent at a later date. The physician wanted to perform a revision but the patient refused. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, intervention was performed at which time the physician observed the terminal pin had had dislodged from the ICD port. The pin was reinserted in the absence of adverse effects or performance anomalies, and shock impedance values returned to normal range. To date, no further product issues have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.